Manufacturer narrative:
(B)(6) digital channelscope lacked sufficient adhesive which caused irrigation leak into (B)(6) control module. This caused the picture to go black. Investigation and corrective action is ongoing.

Event description:
During a case on 10/24 using a model (B)(6) digital channelscope lot # 520261, the monitor went black. They unplugged the device and noticed irrigation fluid coming out of the connector. They attempted a new model (B)(6) digital channelscope and it did not display an image. They did not have a backup (B)(6) digital control module on hand, so they switched to a different system to finish the case. No reported patient injury.